Event description:
A surgeon reported increased incidences of blood in the flap canal. Reported indicated unknown number of cases. Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information has not been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).